Event description:
The clinician reports the implant was inserted (B)(6)2012 in fdi 25. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6)2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and inflammation. No further patient complications were reported.